Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface central processing unit and breath delivery central processing unit. The ventilator passed self-testing.

Event description:
The customer reported during patient use, the ventilator had a loss of communications issue.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.